Manufacturer narrative:
It is reported that the blood pressure machine"starts normal and when it begins to get up to pressure it starts to fluctuate- numbers on display are going down but it is still pumping-it is not working properly." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It is reported that the blood pressure machine"starts normal and when it begins to get up to pressure it starts to fluctuate- numbers on display are going down but it is still pumping-it is not working properly."